Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, no further medical assessment is warranted. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure of one patient, the dyonics short sheath burr (handle) was overheating. It is unknown if there was a back-up device available or surgical delay. No patient injuries were reported. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.